Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor reading was only 287 mg/dl when the blood glucose reading was actually 417 mg/dl. The customer was advised on proper insertion and stated she had not noticed any bent cannulas. The customer reported that the stomach was thick with scar tissue. The customer declined troubleshooting for high blood glucose and was advised to call back if the issue persisted.